Event description:
Pt had anaphylactic reaction to chlorhexidine impregnated catheter. While other allergens and chemical concerns were listed well, the chlorhexidine and silver sulfadiazine sensitivity documentation was not as apparent on the packaging.